Event description:
It was reported the pt experienced a shocking or jolting sensation when she washed her hands. The shocking went from the pt's fingers to her face. The pt turned the stimulation off and kept it off for 1-2 days. The pt also reported shocking when answering the phone or touching a dog that had been running on the carpet. The shocking always goes from the pt's fingers to her face. The pt's status was undetermined. The pt noted the leads were implanted in the cervical area for trigeminal and facial pain. The doctor told the pt that she may need to accept a trade off for therapy that she may also experience pain in her hands/fingers in order to help control facial pain. The pt was redirected to her health care provider for eval. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).